Event description:
Caller reported an issue with incorrect time settings on insulin pump. Blood glucose levels were not adversely affected, with no readings reported above 500 mg/dl or below 54 mg/dl. Technical support assisted caller in updating pump time and recommended monitoring the time settings and following up if discrepancies greater than five minutes recur. No additional outcomes were reported.